Manufacturer narrative:
Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and high impedance. The lead has been extracted and replaced. No patient complications have been reported as a result of this event.